Event description:
Customer reported that the system is allegedly getting database inconsistency errors and the image is frozen. No reported patient incident. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.